Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their dxc 600 pro chemistry analyzer. The customer repeated the samples on their other dxc analyzer with high results. The customer stated the results were 4 to 5 mmol/l lower than repeat results from their other dxc analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer. The fse inspected the instrument and found dry gel on the electrolyte injection cup (eic). Fse also observed flow cell and waste line no. 22 were dirty. Fse cleaned the eic cup, the flow cell and replaced the carbon dioxide (co2) membrane; however, the issue still persisted. The fse performed troubleshooting measures and replaced the modular chemistry (mc) sample probe and na electrode. The fse verified system performance and no further issues were observed. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Information not provided by customer. The beckman coulter internal identifier is (B)(4).